Event description:
Related manufacturer reference number: 2017865-2021-26995. Related manufacturer reference number: 2017865-2021-27798. It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker could not be interrogated due to an inappropriate magnet response. Additionally, the right ventricular and right atrial leads exhibited noise. Programming changes were made. The pacemaker and leads were later removed and replaced. The patient was stable.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 5.1 ¿ 5.2 cm, 5.3 ¿ 5.4 cm, 5.4 ¿ 5.5 cm, 5.6 ¿ 5.7 cm and at 5.8 ¿ 5.9 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.